Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old, female patient the device shut down unexpectedly after approximately 10 minutes. The device was unable to power back on. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was duplicated and attributed to a faulty capacitor on the digital board. Analysis for reports of this type has not identified an increase in trend.